Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. Prior to the event, the customer's sensor glucose reading was 170 mg/dl. The customer stated that he bolused based on the sensor glucose reading without confirming it with a glucometer reading. The customer stated that he bolused 7.2 units of insulin, but he thought he had bolused 2.2 units of insulin. At the hospital, the customer's sensor glucose reading was 285 mg/dl, but his blood glucose readings were between 80 and 120 mg/dl. The customer was advised to always check his blood glucose with his glucometer before treating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.